Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on jul 06, 2017 with catalog number mcghan390cc. Visual analysis of the returned device identified: delamination, crease fold, opening, wear abrasion. Leak test was performed and found delamination of the diaphragm valve and opening on radius side. A microscopic analysis was performed which identify delamination of the diaphragm valve and also identify opening striated on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on radius side due to surgical damage.

Event description:
Right side.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported deflation on an unknown side. The device has been explanted.